Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our (B)(6), the 'no problem detected' conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and erosion with sepsis. Reportedly, there was also visible pus in the pocket. There were no additional adverse patient effects reported. The crt-p was explanted.